Event description:
Customer reportedly received the following results on the aviva expert system within 11 minutes: 8.9 mmol/l, 3.9 mmol/l, 10.7 mmol/l, 5.9 mmol/l, and 4.7 mmol/l. Customer's husband gave her bread and jam and she felt better. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).